Event description:
Healthcare professional reported against unknown side "after surgery the atopic dermatitis worsened and skin dryness, erythema, and exudate due to scratching were observed" and "detect mrsa in wound culture¿. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection (unknown onset).